Event description:
It was reported that during the course of a left frontal cranial procedure using cranialmap neuro software and stryker nav3i, the computer froze. After the system was restarted, registration was rejoined, and a landmark check was completed to confirm accuracy, the procedure was completed successfully using navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Manufacturer narrative:
During the evaluation of the reported event, no software malfunction was observed. However, a root cause analysis could not be performed as the log files were not available for review. The device was not available for evaluation.

Event description:
It was reported that during the course of a left frontal cranial procedure using cranialmap neuro software and stryker nav3i, the computer froze. After the system was restarted, registration was rejoined, and a landmark check was completed to confirm accuracy, the procedure was completed successfully using navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.